Event description:
It was reported that a spectrum pump alarmed system error 322. Any pt injury, involvement, or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received the device, but the eval is still in progress. When the eval is complete, a supplemental report will be submitted.